Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. After replacing the therapy pcb assembly and performing some other unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device had illuminated its service led and had logged a service code into its memory which indicates that the AED function of the device may be inoperable and, as a result, the device may not be able to analyze a patient's rhythm and provide defibrillation therapy while in AED mode, if it were necessary.  There was no patient use associated with the reported event.